Event description:
The customer's spouse reported that the customer was hospitalized for a diabetic coma few days before the call. The contact declined to troubleshooting the pump. The contact just wanted to know how much insulin the customer used. During the call the spouse informed that the customer is back on manual injections and is off the pump. It was informed that a day before the event the customer bolused 5.1u. Then the following day the customer bolused 10.u earlier, and later the last bolus was 7.9u.